Manufacturer narrative:
The root cause of the myocardial infarction was unable to be determined due to insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella cp expired on support due to acute myocardial infraction.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Correction: d6b.

Manufacturer narrative:
B2 date of death was erroneously entered on the initial manufacturer device report.